Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that following an unrelated surgical procedure, the patient experienced pain at the ipg site and ineffective therapy. Imaging revealed migration of the lead. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.